Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated. Replaced drive manifold assembly(d104-00-0031) on unit. Replaced drive manifold due to leak testing failed. All testing passed after repair. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive leak test. There was no patient involvement.